Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a blank display. The customer¿s blood glucose level was 184 mg/dl. The customer states that the pump was completely off and there¿s a fog on the pump couldn¿t see anything on the pump screen. Troubleshooting was performed for blank display and was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self-test, off no power test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no blank display noted. Insulin pump was received with corroded battery tube noted. No moisture damage on electronics and motor assembly noted.